Event description:
Additional information received indicates the lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation due to high impedance issue on the lead. Upon x-ray review lead fracture was confirmed. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.